Manufacturer narrative:
Our quality engineer inspected each of the returned units and observed that one of the units had been completely activated and confirmed that the needle tip was exposed for the second unit. The engineer then attempted to activate the device and was able to do so without complication. The engineer concludes the failure was most likely the result of incorrect activation of the device. DHR for lot# 6146708 was reviewed and no qns or other events were related to the complaint. Conclusion: after evaluating both samples we cannot confirm or associate the reported defect to the mfg. Process, because the first sample was found completely activated and second sample the device was not activated correctly by user. Based on evaluation this reported defect could be related with an incorrect use of the device by user. The only way to leave exposed cannula after of finishing the puncture is performing the activation since adapter sti prn, removing all the safety mechanism and leaving exposed cannula. Based on investigation results to date, root cause for manufacturing process cannot be determined, however a possible cause could be the use incorrect of the device by user.

Manufacturer narrative:
Initial reporter facility name: third hospital affiliated to (B)(6) university. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when attempting to use the needle safety activation of the bd saf-t-intima¿ closed IV catheter system, the safety failed. There was no report of injury or medical intervention.